Manufacturer narrative:
(B)(4). Product surveillance contacted the patient on (B)(6) 2011 regarding the status of the companion sample. According to the patient he discarded the companion sample and does not have any available. The patient stated he received a kidney transplant. No further information is available. This report for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. The batch review was performed on potentially associated lot (h11a10012) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded. The lot number is available and a batch review will be performed. A follow-up report will be submitted upon completion of the batch review, or if any additional information is received

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell. The technical service representative (tsr) had the home patient (hp) cycle power and then explained that hp will need to start over with new supplies or finish with manual supplies. Hp wants to end therapy for the night. The tsr advised the hp to call the nurse in the next 24 hours and notify her of the alarm and any missed therapy. Product surveillance contacted the hp on (B)(6) 2011. The hp stated that he did not complete therapy that night because he was tired. The hp did not notice any defects with the original cassette. No further information is available. There was no patient injury or medical intervention reported.